Event description:
Hmsc reporting impedance > 3000 ohm intermittently since (B)(6) 2022 and noise on recordings. In-office isometrics was able to reproduce the noise. Measured values were within range. Patient reported a fall early (B)(6) 2022. Data to be presented to physician for next steps. Lead currently remains implanted. No adverse patient events were reported. Should additional information become available, this file will be updated.

Manufacturer narrative:
The lead is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.